Event description:
Report received of an underdelivery. The pump was programmed to deliver 1000ml of normal saline with 10 milliequivalents (meq) of potassium at a rate of 50ml/hr. It was reported that the solution was taking longer to infuse than expected. After 2 hours, when the bag was expected to be empty, there was approximately 500ml remaining in the bag. The nurse replaced the pump and the infusion was resumed. The patient did not experience any adverse effects. Though requested, no further information was available.